Manufacturer narrative:
Manufacturer's report date: 03/23/2011. (B)(4). The customer's report of set leaking at the silicone segment was confirmed. It was noted that the silicone tubing had a tear below the upper blue fitment. The cause of the tear was not identified. The lot number was not identified. Based on the smartsite laser number this device's expiration date was either 02/01/2013 and 03/01/2013. The lot number was not identified. Based on the smartsite laser number this device was built between 02/25/2010 and 03/03/2010.

Event description:
Customer reported "tubing leaking at connection. It has been marked on tubing for you to see, on silastic portion of tubing. Heparin was infusing". She stated she was not aware of any negative pt outcome. No other details were available about event or patient.